Manufacturer narrative:
Correction: report source. In initial report the report source of foreign was not marked. Additional information: field service specialist (fss) reported that he tested laser engine, energy board calibration, objective centration, z-scale, objective stepper motor deltas, gel thickness. All these parameters were under specifications.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported that a ring was implanted in anterior chamber after the procedure performed with intralase ifs. Only one side was made but the cut penetrated into the anterior chamber.